Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with tachy lead has a loose lead. There was no further information obtained from the field representative. This lead remains in service. No adverse patient effects were reported.